Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: how much blood was lost (ml)? It was not measured, I don't have the information. Did the patient need a transfusion? No. Was there a consequence of the patient or a change in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) No.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staple line with the green load had a major bleeding because it did not form the proper staple line, it was necessary to use an lt300 to interrupt it and override the staple line with pds wire. There were no patient consequences.